Event description:
Patient was admitted on (B)(6) 2012 for shortness of breath. He was started on a heparin drip on (B)(6) 2012 for a thrombus in his lvad. He suffered a pump failure on (B)(6) 2012 and was placed on va-ECMO after 1 hour CPR. His lvad was exchanged on (B)(6) 2012.